Manufacturer narrative:
On 8/8/2016 a medtronic field service engineer visited the site and tested the system. He confirmed that the image acquisition software was not functioning properly. He reloaded the software and this resolved the issue. System fully functional after software reload. A software investigation was completed. This issue was logged in a medtronic software anomaly tracking/monitoring database.

Event description:
A medtronic representative reported that when booting the o-arm it would not show a green status in motion, generator, or connection to mvs (mobile viewing station). She had rebooted several times with no resolution. She noted that the motion and generator categories did not show a red x but instead showed an empty white box. This was discovered outside of surgery. No patient present.